Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 75% stenosis and was 16 mm long, with a reference vessel diameter of 4.0 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 mm x 20 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. The subject was discharged on aspirin and clopidogrel. On an unknown date in (B)(6) 2019, the subject died. The primary cause of death was unknown. There was no other action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
(B2) date of death: (B)(6) 2019. (B3) date of event: used the first day of the month (B)(6) 2019 since the date is unknown. (E1) initial reporter phone: (B)(6).